Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer successfully resumed insulin deliveries. The customer's blood glucose (bg) level was 270mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support (cts) educated the customer in regards to occlusion alarms. As the occlusion alarm had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusion.